Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. However, troubleshooting was conducted with the customer, and it was determined that the facility was leaving the pigtail adapter for 180 series scopes connected, even though it was not in use. This configuration was identified as the likely cause of the communication errors with the 190 series scopes. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code b30. The issue was found during set up/inspection for use. There were no reports of patient involvement.